Event description:
It was observed that during the device evaluation, the insufflator air flows differed between the set value and the measured value. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to failure of the regulator unit. Olympus will continue to monitor field performance for this device.